Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received excessive no delivery alarms. The customer's blood glucose was 10.4 mmol/l at the time of incident. The customer stated that the health care professional advised her to disconnect from the insulin pump and start manual insulin injections. The customer mentioned that she had a CT scan. The customer was not able to troubleshoot due to unavailability of infusion set and reservoir at the time of call. The customer agreed to return the insulin pump for analysis.